Event description:
It was reported the holster was giving green cable errors during a case. The customer managed to get through the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the pcb board to be calibrated. The device was functionally tested, met all product requirements and returned to the customer.